Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were still sore from the procedure due to a fall they experienced on the same day as the procedure, which occurred on monday. As a result, they had to return to the hospital and were discharged on tuesday morning. The patient stated that they went home in significant pain and have been unable to answer the phone due to receiving calls every 5-10 minutes. They also reported experiencing stomach pain and described being in severe pain throughout the night, struggling to sleep while sobbing in discomfort for 2-3 nights following the fall. Patient mentioned that they also have some knee problems and they were taking medication for it. Patient mentioned that they have sepsis. The agent offered to guide the patient on increasing the stimulation level, but the patient declined. However, a relative who was with the patient was able to connect to the ins and successfully increase the stimulation. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider (hcp) for further evaluation and assistance.